Event description:
Reported to nurse by nurse assistant that resident had a skin tear lower right arm @ wrist. Approx 2.5cm in length x 1/16 cm width cleansed w/ hp/2 applied tegaderm. Placed on alert charting to be charted gshift til resolveddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.